Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> yes, facility name of original implant --> catgut cromic, was device explanted? --> false, did patient require revision surgery? --> true, if yes, date of revision surgery. --> (B)(6) 2023, reason for revision surgery. --> it was necessary to re-suture the wound, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> the wound opened after the surgery was finished. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Adhesive questions: what was the procedure date? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product code and/or lot of each product used: prineo and gut suture? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Are any product samples available for return? Suture questions: what was the incision length? What layers were closed in the incision with gut chromic? On what tissue was the suture used/location of suture placement? What suture was used to close the other/different layers? What tissue layers dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure, was broken gut suture noted and/or did gut suture pull thru tissue? Were there any precipitating stress factors for the sutures untying, breakage or pulling thru the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No product is available for return. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Note: events reported on: mw# 2210968-2023-05522, mw# 2210968-2023-05523, mw# 2210968-2023-05524, mw# 2210968-2023-05525 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent laparoscopic radical nephrectomy on and unknown date and suture was used. The piece was extracted from the mid-line. During wall closure the catgut was breaking, we closed the skin with adhesive. The patient eviscerated 3 hours after completion of surgery. Reoperation was performed on (B)(6)2023. Additional information has been requested.